Event description:
It was reported that the device was inoperable. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio reseated the system board and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.